Manufacturer narrative:
(B)(4). Device manufacture date: 05/02/2014-05/09/2014. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was not seated properly within the minicap. This was noticed prior to patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.